Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04307. The patient has two scs systems and two ipgs. It was reported the patient had not charged her rechargeable ipg for about nine months. The sjm representative used replacement external devices but could not locate the ipg (device 1). The patient reported she was unaware of the need to recharge. The second ipg is a conventional ipg, and was also unable to communicate with external devices. Follow up identified the patient was scheduled for follow up with the physician regarding the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.